Event description:
It was reported that, during patient use, a ht70 ventilator, was giving an oxygen failure alarm while no oxygen was being used with the patient. Unit continued to operate normally. The patient was not harmed or injured as a result of the reported event

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.